Event description:
It was reported that the patient presented in the emergency room after experiencing inappropriate high voltage therapy. Upon review, the right ventricular lead exhibited decreased sensing, no capture, and lead noise. Chest x-ray on (B)(6) 2018 revealed lead dislodgement. Therapy was disabled. The system was explanted on (B)(6) 2018 due to post traumatic stress disorder related to inappropriate high voltage therapy. The patient was stable throughout.